Event description:
Patient reported that they seen their dentist and their dentist determined that they are contraindicated for them to continue the aligners. Letter of recommendation was provided. The dentist states : the patient was seen and it was noticed mobility of their lower anterior teeth. They were seen again a month later and the mobility remains. Dentist discussed with the patient not wearing the aligners. The patient was referred to have an evaluation with an orthodontist and periodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.